Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had stored episodes of pacemaker mediated tachycardia (pmt) with baseline noise on the right ventricular (rv) channel. Additionally, the pace impedances had varied between 400-600 ohms. Additional information was later received that this system was now exhibiting noise with oversensing on both the right atrial (ra) and rv channel. Both leads were non-boston scientific products. Subsequently, the patient underwent a revision procedure and this pacemaker was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were unable to be duplicated during laboratory testing.